Event description:
Initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-jul-2018. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("arthralgia"), headache ("headaches") and disturbance in attention ("concentration disorder"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and essure removal). Essure was removed. At the time of the report, the pelvic pain, arthralgia, headache and disturbance in attention had not resolved. The reporter provided no causality assessment for arthralgia, disturbance in attention, headache and pelvic pain with essure. The reporter commented: essure batch number was not reported. Patient¿s current conditions: pelvic pains, arthralgia, headaches, concentration disorder. Actions undertaken in the healthcare facility for management of the patient: essure removal, total hysterectomy with bilateral salpingectomy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-jul-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4)cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-jul-2018. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("arthralgia"), headache ("headaches") and disturbance in attention ("concentration disorder"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and essure removal). Essure was removed. At the time of the report, the pelvic pain, arthralgia, headache and disturbance in attention had not resolved. The reporter provided no causality assessment for arthralgia, disturbance in attention, headache and pelvic pain with essure. The reporter commented: essure batch number was not reported. Patient¿s current conditions: pelvic pains, arthralgia, headaches, concentration disorder. Actions undertaken in the healthcare facility for management of the patient: essure removal, total hysterectomy with bilateral salpingectomy the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 11657 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.